Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2017 with the following findings: the original complaint of an under responsive keypad issue was unable to be duplicated. The keypad was removed, and no damage was found to the button contacts or keypad flex cable. Unrelated to the original complaint, the pump was opened and moisture corrosion was found on the printed circuit board and motor housing.